Event description:
Related manufacturer reference number: 2017865-2023-37030during an in clinic follow-up, noise resulting in oversensing was observed on the right atrial (ra) lead. An x-ray was performed and no anomalies were observed. Insulation damage due to subclavian crush was the suspected cause. The ra lead was explanted and replaced to resolve the event. The patient was stable.